Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (see scanned table).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the complaint was filed: (see scanned table). Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. Results of test performed on 05/03/06: in-house retains were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio and the mla inr shall be +/- 1.0. The test results are as follows: (see scanned table). Based on the above test results, lot 050663 meets the criteria for strip accuracy.